Manufacturer narrative:
A retrospective review of vmsr events was conducted and some discrepancies were noted which corrections are being completed. The correct number is 45 which includes serial# (B)(4). Breakdown of completed investigation: (B)(4) no product returned. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: there are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(4) no product returned (B)(4) no product returned the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: b5 section it was incorrectly reported initially that the noe (number of events) for the model were 110; the correct number is 112. As a result, the following changes also apply: h11 section haptic damaged went up from 25 to 27. Serial numbers 4741591811 and 3513151909 are in addition and part of the events reported. Investigations for both the serial numbers are pending. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: additional information was received, and it was learnt that 4 events that were initially reported for period (10/1/2019 to 12/31/2019) with following serial numbers are no longer reportable as based on additional information there was no lens damage: (B)(6). There were 44 investigations completed during this period. Breakdown of 44 investigations with respective serial numbers are as follows: (B)(6), no product returned; (B)(6), cartridge crack, cartridge tip cracked/damaged, stuck in cartridge; (B)(6), haptic detached, stuck in cartridge; unknown no product returned; (B)(6), no product returned; (B)(6), shipping damage; (B)(6), shipping damage; (B)(6), override; (B)(6), override, stuck in cartridge; (B)(6), cartridge crack, stuck in cartridge; (B)(6), override, stuck in cartridge; (B)(6), stuck in cartridge; (B)(6), no issues identified; (B)(6), cartridge tip cracked/damaged, stuck in cartridge, trailing haptic not folded; (B)(6), override, stuck in cartridge; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no issues identified; (B)(6), haptic detached, override; (B)(6), no product returned; (B)(6), lens cut; (B)(6), override, stuck in cartridge; (B)(6), plunger rod issue, stuck in cartridge; (B)(6), no product returned; (B)(6), lens cut, cosmetic issues; (B)(6), no product returned; (B)(6), lens damaged; unknowwn no product returned; (B)(6), no issues identified; (B)(6), stuck in cartridge; (B)(6), cartridge tip cracked/damaged, override, stuck in cartridge; (B)(6), no issues identified; (B)(6), cartridge tip cracked/ damaged, stuck in cartridge; unknown no product returned; (B)(6), no product returned; (B)(6), lens cut, haptic detached; (B)(6), haptic detached; (B)(6), lens cut; (B)(6), no product returned; (B)(6), no issues identified; (B)(6), haptic detached; (B)(6), cartridge crack, cartridge tip cracked/damaged, iol torn, stuck in cartridge; (B)(6), no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Correction: b5 section it was incorrectly reported in the initial report that the noe (number of events) for the model were 109; the correct number is 110. As a result the following changes also apply: h11 section haptic detached events went up from 7 to 8. Serial number (B)(4) is addition and part of the events reported number of pending investigations went up from 49 to 50 all pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: from the 109 events: cosmetic 11, cartridge damaged, lens damaged 2, cosmetic issues, folding issues 1, cosmetic issues, override, plunger rod issue, stuck in cartridge 1, device advancement issue, lens damaged 1, haptic damaged 25, haptic detached 7, haptic detached, stuck in cartridge 2, iol torn 8, lens damaged 43, lens damaged, stuck in cartridge 4, lens damaged, unfolding issue 1, haptic damaged, plunger rod issue 1, lens damaged, packaging 1, haptic damaged, stuck in cartridge 1, serial numbers of suspect products: (B)(4). 60 investigations were completed and 49 are pending for the time period. From the 60 investigations: 28 no product returned, 9 no issues identified, 1 not a device problem, 1 cartridge crack, haptic damaged, 1 cartridge tip cracked/damaged, 2 cartridge tip cracked/damaged, stuck in cartridge, 1 cartridge tip cracked/damaged, stuck in cartridge, trailing haptic not folded. 1 lens damaged, override, stuck in cartridge, 2 override, stuck in cartridge, 1 override, stuck in cartridge, trailing haptic not folded, 1 packaging issues, 5 stuck in cartridge, 1 haptic damaged, lead haptic not folded, lens damaged, stuck in cartridge. 1 haptic damaged, lead haptic not folded, override, stuck in cartridge. 1 iol torn, lens damaged, stuck in cartridge. 1 iol torn, override, stuck in cartridge, tip deformed, 1 lead haptic not folded, stuck in cartridge. 2 lens cut. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 109 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.